Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a track ablation of a second lesion exophytic tumor, situated in segment 2 in a critical location which took 15 minutes to complete, the antenna got stuck somehow half way and then while pulling it back with some force, they saw the device come out without the ceramic tip. The procedure was able to be completed by the incident device.